Event description:
Adverse event(s): no patient injury reported (no known impact or consequence to patient). Product problem(s): "the system shut down" (loss of power); "the system is frozen" (no display or display failure). The nurse reported the system shut down on its own. The nurse also reported the system was frozen. The system was switched out to complete the case. Multiple attempts were made for more information on the event and patient status with no response to date. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and found the footswitch unplugged. The footswitch and lamp were replaced. The system was then tested and met all product specifications. A review of complaints for the last 24 months did indicate one additional, related report for this system. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).